Event description:
It was reported that the patient was having episodes of electrical discharge following the path of the threaded wire with position changes (upon standing or upon sitting up) that lasts seconds. They also were experiencing posterior auricular neuralgia. They were prescribed medication and the issue was said to be resolved without sequelae (B)(6) 2024.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: neu_unknown_ext, (serial: unknown); product type: 0191-extension; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2024, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the cause of the issue was believed to be related to the lead/extension tract.